Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases flat and opening crack on valve. Leak test and microscopic analysis was performed which identified white particles in the shell and valve crack. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.